Event description:
Customer was hospitalized due to low blood glucose levels. Customer stated that pump was having a prime/fill anomaly. She was not paying attention and she accidentally primed over 100 units of insulin into her body. Unable to complete the troubleshooting due to the prime/fill anomaly.

Manufacturer narrative:
Unit alarmed no delivery outside of specified range during occlusion test and was unable to prime during prime test due to faulty force sensivitive resistor.